Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the tubing appears to be breaking down (pocked appearance) while it is still in-situ. The complainant reported that there were no leakage or odor issues so the device would be removed on (B)(6), at the end of the 28 days.